Manufacturer narrative:
Exact date unknown, event occurred three weeks ago.

Event description:
It was reported that the patient received an end of battery life message on the remote control. The patient underwent an ipg explant procedure. The explanted ipg was discarded.